Event description:
Related manufacturer report number: (B)(4). During follow-up, noise resulting in oversensing was observed on the right atrial channel. The physician suspected a device or right atrial lead issue. Diagnostic imaging and provocative testing were performed, although the results are not yet available. Abbott technical support was contacted and confirmed the event. No additional intervention has been performed at this time. The patient was in stable condition.